Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff allegedly experienced pain and recurrence of symptoms. The device remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute respiratory failure, pneumonia and septicemia.